Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during initial surgery on (B)(6) 2016, va (variable angle) locking screw (2.7mm) came off immediately when fixing with vag-1 (instrument set name) screwdriver. The surgeon noticed that the screwdriver shaft was slightly broken. Another driver was used to complete the case. There was no patient harm. No fragments were generated and no surgical delay happened. Procedure was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices report: variable angle 2.7 mm locking screw (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Manufacturing location: (B)(4)- universal punch, packaged by: (B)(4). Manufacturing date: august 04, 2015. Part 314.467, lot 7977390 (non-sterile) - stardrive screwdriver shaft tb 105mm. Quantity 110. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was evaluated. The distal tip of the complained screwdriver is worn and two corners are slightly broken. Otherwise the rest of the instrument is in good condition. Because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in august 2015. Failure in material or production could not be detected. No indication for product related issue was found. Based on these findings, it was concluded that the cause of failure is not due to any manufacturing non-conformances. The exact cause of this complaint cannot be determined however, excessive force, not fully seating the screwdriver tip or normal wear and tear could lead to the complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.